Event description:
It was reported that the insulin pump observed physical damage. The customer's mother did not know the blood glucose reading. The caller was unsure of when the cracks were first observed. There were cracks on the display screen, reservoir compartment and battery compartment noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.